Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 450mg/dl. The customer had not treated for the high yet. The customer was assisted with troubleshoot. The pump was found to have passed testing and to be function as designed. The customer was advised alarms may have been caused by site issues. The customer was advised to change out the entire infusion set and monitor the device.